Manufacturer narrative:
(B)(4). The device history review was performed and no non-conformances were detected related to the reported condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair of the right shoulder, it was observed that the inside of the 5.5 healix advance kntlss br device was stripped while insertion. It was reported that the device was inserted to a sufficient level to hold the sutures in place. It was reported that the insertion handle was spinning inside the anchor. It was reported that graspers and a burr were used to remove any part of the anchor that was protruding from bone. It was reported that the surgeon may have pushed too hard on the anchor during insertion. There was a surgical delay of 10 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned as it was left implanted in the patient. Therefore, unavailable for a physical evaluation nor were pictures provided. This complaint cannot be confirmed and a we cannot discern a definitive root cause at this time. However, the initial report stated that a sales rep was present during the case and reported that the doctor may have pushed too hard on the anchor during insertion which may have caused the reported failure. Furthermore, a nonconformance search was performed for this part: 222331 with lot l544325 combination and no nonconformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information was received from the affiliate on 09october2018: the case was completed. The anchor was secure in the bone and only a small section of the anchor thread was sitting proud. The surgeon trimmed the anchor until it was flush with the bone. It was noted the issue occurred intra-operatively while inserting the anchor. Alternative product was readily available. It is thought a standard 5.5/6.5 awl was used during the procedure. The suture was a permacord with ether four (4) or six (6) tails. It is thought the sutures were detached from the cleat, but it was noted the surgeon has a habit of leaving the sutures in the cleat during the first couple of turns. The stay suture was removed. It was not observed that the anchor partially or fully removed from the inserter inside or outside the joint space.